Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was not communicating with external devices. The patient reported having a hip replacement surgery 4 or 5 months prior and the generator was not put into surgery mode. As a result, the ipg is considered inoperable. Patient may undergo surgical intervention.